Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was revised and remains in use. During revision the right atrial (ra) lead exhibited an impedance warning while the device was out of pocket. The ra lead remains in use. No patient complications have been reported as a result of this event.